Manufacturer narrative:
(B)(4): (missing code) explanted intraocular lens. The intraocular lens (iol) was received for inspection. The lens was received cut in half and showed scratches. In addition, there was evidence of ophthalmic viscosurgical device (ovd) on the device. Prior to release to market the iol met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the lens had a scratch on it and was explanted on (B)(6) 2012. No adverse effect and no patient injury were reported.